Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display on the device is not working. There was no reported patient involvement.